Manufacturer narrative:
On (B)(6) 2022 customer alleged received can't find the electrode. Following our receipt of the one returned used sensor performed a visual inspection and found sensor electrode broken, missing remaining electrode see attached picture for details.

Event description:
Information received by medtronic indicated green lamp on the sensor did not flash when connected with the transmitter. The sensor was removed from the body and the customer did not find the electrode. It was unknown if the electrode remained under the skin. No further details reported. The customer will discontinue use of the device.